Event description:
Upon attempting to ventilate critically ill, unstable pt requiring high minute ventilation, aesthesia machine did not deliver volumes. Diagnostics said oxygen outflow obstruction, cmv mode malfunctioning. Disconnected outflow limb, flush valve with no flow initially then flow occurred. Crna turned off machine and turned back on machine is why she believes oxygenation started. No oxygen anywhere- acted "completely dead" the ventilator, spontaneous oxygen all did not work. "Total obstruction" 2 alarms were noted. Never seen this language before, but can not recall what it said. This occurred at the beginning of the case, pt was hand ventilated. The machine had previously completed 2 or 3 cases before and check out in am was ok.